Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported patient experienced right side ¿lumps and suspected rupture¿, ¿lots of symptoms including extreme fatigue, muscle soreness, food intolerances, digestive issues, auto immune problems which have presented over the last 3 years¿ device remains implanted. The following events reported by the patient have been deemed not device related by allergan medical safety: chronic fatigue syndrome ¿ ndr, autoimmune/connective tissue disorder - symptoms of ¿ ndr, varied injuries- ndr.